Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ak4727 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent unknown procedure on unknown date in 2019 and suture was used. The suture fiber tore and the knot unfastened during use. There were adverse patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/21/2019. Unopened samples of product code mic112g lot # ak4727 were returned for analysis. The complaint sample was not received. During the visual inspection of the samples, no defects were found on the package. The sample was opened, and the knot was inspected under 10x magnification, and was positioned correctly according to the visual standard. Additionally, functional test was performed to the suture and the knot is closed until the end. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples met the finished goods requirements.